Event description:
Additional information received reported that the device was still functional, and there was no electronic failure. It appeared that the device suffered major mechanical damage, but no signs of an explosion were seen. There were no burns, charring, leakage or other signs of a high temperature impact. The battery compartment and device looked very clean and didn't appear to have experienced a chemical / heating event that could be described as an explosion. There was no evidence notable that an explosion occurred, and it appeared that the device was exposed to extreme physical trauma of some sort.

Event description:
The 3625 was on the physician's desk and exploded without any external manipulation. It was not used with a patient. It was confirmed that only the plastic 'exploded'. Nobody was injured.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.